Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Video analysis ==> one video was provided. The video provided shows a device clamped over tissue, after the firing sequence is completed bleeding is observed at the 00:43 mark and throughout the video. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that there was an incomplete staple line. During the lobectomy, when severing the pulmonary artery branch, found the patient was bleeding, the middle of staple line was missing. The patient lost about 100~200ml blood, without blood transfusion, suture was used to sew the wound and stop the bleeding. The surgery delayed about one hour. The patient is stable and in the hospital now. The patient¿s length of hospital stay is not extended.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2018. Two videos were provided. Video one shows a device clamped over tissue, after the firing sequence is completed bleeding is observed at the 00:43 mark and throughout the video. Video two shows a device clamped over tissue, at the 00:15 mark the device is removed from the tissue and no signals of bleeding is noted. Based on the video one, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.